Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was the reported that the patient presented in the operation room for a device implant. Post procedure it was noted that the pacemaker was in back up mode. The device download was performed successfully. The patient was stable throughout the event.